Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During aspiration of sheath with catheter tip inside, the air was drawn in through its hemostatic valve. There was no abnormalities noted during preparation or use of sheath. Irrigation was performed using a pressure bag through the sheath at a slow rate. Tip to tip was the position of the guidewire when the farawave was inserted into the sheath. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During aspiration of sheath with catheter tip inside, the air was drawn in through its hemostatic valve. There was no abnormalities noted during preparation or use of sheath. Irrigation was performed using a pressure bag through the sheath at a slow rate. Tip to tip was the position of the guidewire when the farawave was inserted into the sheath. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The referenced faradrive sheath was returned for analysis. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks at the sides of the sheath inflow port, resulting in leakage and air ingress through the 3-way stopcock. During leakage test, an attempt to pressurize the sheath with deionized water to prepare for leak performance testing was unsuccessful as the cracks in the stopcock compromised the sheath's ability to seal pressure and fluid. The reported event of visible air/bubbles was confirmed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.